Event description:
The surgery center reported that a laser vision correction patient developed epithelial ingrowth on both eyes (ou) at one day post op exam. In order to remove the ingrowth, a flap lift and clean epithelial cells on left eye (os) was performed. The patient¿s chief complaint was irritation and commented that visual acuity was not good; the right eye (od) was okay and the left eye (os) is blurry and worthless. There was no loss of best correct visual acuity (bcva).

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.